Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part: 396.967 lot: aj71272 manufacturing site: selzach release to warehouse date: may 17, 2013 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device scrdriver-hex l200 f/screw f/cervic-dist was returned to customer quality (cq) west chester for investigation. During visual inspection, the device was found to have scratches around the screw and the spring. The device was sent to manufacturer for investigation. Functional test: a functional test could not be performed as the spring on the device was bent. The complaint cannot be replicated as a functional test was not performed. Dimensional inspection: during inspection at product development site, the device was found conforming to the specification of the drawing. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Conclusion: the complaint can be confirmed during physical device investigation. The screwdriver-hex spring was found over bent during investigation and this could have been due to manipulation of the spring by the user. This is not a manufacturing issue as the devices were inspected 100% for functional ctqs before release of the device. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: it was reported that, the pin does not stick to the drivers sleeve. This report is for (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 1 of 1 for complaint (B)(4).